Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement and difficult to position/remove the stent delivery system were unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgement or difficult to position/remove the device from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a denovo lesion located in the mildly calcified, non-tortuous, 90% stenosed proximal right coronary artery. Pre-dilatation was performed with a 2.0x20 mm non-abbott balloon catheter, one inflation up to 14 bar. The xience xpedition stent delivery system (sds) was being inserted into the non-abbott y-connector; however, resistance was felt between the sds and the y-connector and the stent became stuck. The sds was pulled back and it was observed that the stent implant had dislodged from the sds while inside the y-connector and remained inside the y-connector. The y-connector was removed with the stent implant inside. Nothing was left in patient's anatomy. A new y-connector and a 2.5x48 mm xience xpedition stent was implanted with success. The final patient outcome was very good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.